Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) when using a non-erbe neutral electrode (ne) [manufactured by asmuth] and a non-erbe ne cable (manufactured by schnorrenbergh). The equipment was used in a whipple procedure which took approximately 5 hours. Upon the procedure, a third degree burn was discovered under the neutral electrode that was placed on the patient's lateral right thigh (approximate size 4 cm x 2 cm). The patient underwent an additional surgery to address the pad burn. Note: the esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were functioning properly within specifications for each unit. Also, no anomalies were found in the review of the device history record (DHR) for the esu. In conclusion, no erbe equipment problem was determined to have caused or contributed to the event. Most likely there were many factors involved with the incident. However, user error may have played a significant role in the event. A review of pictorial documentation showed that the patient's skin was not properly prepared prior to pad placement which could have led to insufficient contact. Additionally, an examination of the accessories revealed that the clip of the ne cable was applied obliquely. With this conclusion, the split pad may have acted as a single surface electrode resulting in the feedback system of the esu's hf-current being bypassed (note: a short in the ne cable may have also caused the condition). However, no conclusive determination could be made as to the cause of the high current density that was under the pad which resulted in the burn. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.